Event description:
Caller said that the patient has had "3 or 4 infections this year, urinary tract infections so they thought it was that because they got utis and her symptoms get like this, but they did not have an infection right now" (2017). Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.